Manufacturer narrative:
Device is a combination product age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery(rca). A 2.25 x 38 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent got deformed. The procedure was completed with a 2.25 x 32 mm synergy¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal stent struts were pushed on the balloon for 7mm in a distal direction. Stent struts on the distal end were bunched and overlapping. The stent had moved slightly distally on the balloon. The undamaged distal section of the crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp stent markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft found no issues on the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery(rca). A 2.25x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent got deformed. The procedure was completed with a 2.25x32mm synergy¿ stent. No patient complications were reported.